Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration and cutting failure of a cutter occurred before surgery. The procedure type was unknown. The condition of actuation was unknown. The surgery was completed on the same day after replacing the cutter with another one. No patient impact was reported.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received without a tip protector in a tray. The sample was visually inspected and found to be nonconforming with the probe needle and inner cutter bent and cracked open. No functional testing could be performed due to the probe needle bent and cracked condition. No wear assessment could be performed due to the inner cutter broke while trying to extract it from the bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported aspiration and cut failures due to the probe needle/inner cutter bent/cracked condition. How and when the probe needle/inner cutter became bent/cracked cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The reported aspiration and cut failures were unable to be confirmed and an exact root cause for the bent/cracked needle/inner cutter could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).